Event description:
Gore rec'd an email from (B)(6) (medtronic, inc. Sr. Consumer affairs specialist) reporting the following: a medtronic talent tf stent graft was fenestrated and placed just above the right renal artery. Holes were made in the stent graft to attempt to cannulate the celiac and sma from the arm. During deployment, the fenestration holes were not in line with the celiac and sma arteries, and the cannulation attempts were unsuccessfully. A wire was in the sma from the arm, and then a series of atrium and viabahn stents were placed in a chimney technique from the top of the talent stent graft into the sma. A medtronic endurant stent graft was placed to cover the fenestration holes which did not line up with the arteries. The case was successful, and there were good seals and good perfusion of the vessels. The stent grafts did not cover/occlude any of the vessels. The pt was released from the hospital about 5-6 days post-implant. Several weeks later ((B)(6), 2011), the pt expired, apparently from an ischemic colon. The gore viabahn endoprosthesis in the sma apparently occluded. There was no autopsy. No further info was provided.

Manufacturer narrative:
Review of device history record. Device met release specifications. Note: research medical center risk management provided a 2nd lot number (8004528) on (B)(6) 2011 related to this previously reported event. Refer to medwatch #2017233-2011-00337.